Event description:
During a post implant follow-up, decreased sensing was observed on the right ventricular (rv) lead. Diagnostic imaging was performed which revealed dislodgement of the rv lead. Additional surgery was performed and the rv lead was repositioned. It was suspected that the cause of the dislodgement was due to the movement of the patient's arm. The patient is stable.